Manufacturer narrative:
An investigation was performed on retention and returned product from the reported lot number. Retention and returned devices were tested with hcg-negative clinical urine samples. Results were read at 3 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information, as both retention and returned product performed as expected during in-house testing. Please note, this device provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Alere (B)(6) will continue to monitor this issue through incoming complaints.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the facility for a birth control prescription. The patient's urine was tested on the consult hcg urine cassette 5001 25t and a positive result was obtained. The same urine sample was retested on the same kit of the same lot and another positive result was obtained. A new urine sample was collected and tested on the same of the same lot and provided a positive result. The two urine samples were tested a total of six times and all results were positive. A confirmatory beta quant was performed and provided a negative result of <1 miu/ml. The patient was provided a birth control prescription based on the negative result obtained on the confirmatory test. No adverse patient outcomes were reported and no treatment was provided or delayed based on the false positive result.